Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the pressure wire x was inserted, but it kept going into the diagonal artery instead of the intended left anterior descending coronary artery which was mildly tortuous and moderately calcified. There was tight stenosis and an angle bend. The wire was removed, reshaped and advanced again but kept getting into the diagonal. No kink or prolapse was visible on the wire at that point. It was then noted that the distal tip broke and sat in the diagonal. A gooseneck snare was used to retrieve the tip. Nothing was left in the patient. The procedure was stopped at that point. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported event of material separation was confirmed; however, the reported failure to advance could not be replicated as it was based on operational circumstances. The corewire and distal tip coil were separated at the distal end of the sensor jacket. It was also noted that the material of the distal tube was twisted. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Based on the similar product investigation/complaint review, there is no indication of a lot specific product quality issue. The investigation determined that the reported material separation and failure to advance was likely related to circumstances of the procedure. It was concluded that there was a twisted material noted at the distal tube which could be attributed to the reported failure to advance. It is likely that challenging anatomy, excessive shaping of distal tip coil, or excessive manipulation/navigation in narrow vessel/stenosis caused damage to the guidewire resulting in material separation. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with the reported issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.